Manufacturer narrative:
Initial reporter telephone number: (B)(6). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a sterility broken issue with an intraocular lens (iol). There was no patient contact. No other information was provided.

Manufacturer narrative:
Further information was provided and clarified there was no sterility issue. The event was attributed to shipping damage. The product is not available for return. Therefore, event is no longer considered reportable reportable malfunction as there is no product quality issue. No further information is available. The following section has been updated accordingly: section h6: medical device problem code: 2284. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.